Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then placed without robot. 4:10 pm - after registration, we pushing in the robot to get ready to navigate to screw trajectories we were unable to raise or lower the vertical column via the panel to bring the arm up to the appropriate height to avoid colliding with the patient. The surgeon attempted to raise via the surgeon bracelet but was only able to move the arm at the elbow joint. Conducted software reset, then hard shutdown. 4:12 pm - upon reboot we received warning that stated "motion-control self-test incomplete" and were unable to move arm at all while end effector was attached (received warning to detach end effector). The surgeon after a few minutes decided to abort the robot and use fluoro for screws. 4:23 pm - re-homing initiated. Once completed checked motion from panel and surgeon bracelet and all motion was enabled.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Globus medical provided remote support to the site rep and csr per work order. Site rep and csr tested after rehome and detected no problem. It was noted that after the motion restart was commanded, not enough time was given to the system to restart gmas, causing error messages and lack of motion from the control panel. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.